Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2026, explanted: (B)(6) 2026, product type: catheter. Section d: information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 07-nov-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient receiving baclofen via an implantable infusion pump for unknown indications for use. It was reported that an explant was done at the hospital during the weekend and the rep was made aware after the explant was performed. It was reported that the patient was admitted to the hospital for infection on (B)(6) 2024. It was unknown if there were any environmental, external, and patient factors that may have led or contributed to the issue. An explant of the pump and catheter was performed due to infection at the pocket site. The pump and catheter were discarded by the customer and will be replaced in the future. It was unknown if the infection had been resolved at the time of this report.